Manufacturer narrative:
Product analysis: the device was returned with the lock pin manifold broken. The device was identified from the strain relief. A visual inspection of the device found that the lock pin manifold was broken. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 28mm and 30mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege gps stent, several device-related issues occurred. The pull portion of the deployment catheter was dislodged from the retractable catheter segment, rendering it unusable. During use in the patient, the blue proximal pull segment was detached and moving freely from the pin segment of the deployment system. The stent was removed stent from sheath not deployed in the target location. The procedure involved addressing a calcified lesion in the external iliac artery on the right side, characterized by severe tortuosity and calcification, with a lesion length of approximately 40mm and an artery diameter of roughly 8-9mm. The vessel was pre-dilated using an evercross 6-40mm percutaneous transluminal angioplasty balloon. The anatomy was noted to be extremely tortuous with both eccentric intimal arterial calcium and visible medial arterial calcification on angiogram. The stent was removed successfully in tandem with the delivery system without causing injury or requiring intervention. A new medtronic device, the protege ses, was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.